Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Device was requested for return but was not available.

Event description:
The customer complained of questionable inr results for 3 patients from two coaguchek xs pro meters, serial numbers (B)(4). Of the data provided, there were discrepant inr results for 1 patient. On (B)(6) 2018 at 10:24 the result from the meter serial number (B)(4) was 4.3 inr with a fingerstick. The result in the laboratory was 3.26 inr. On (B)(6) 2018 at 13:30 the result from the meter serial number (B)(4) was 2.6 inr with a fingerstick. The result in the laboratory was 1.98 inr. The customer did not believe the inr results from the meters. The customer believed the inr results from the laboratory that used the dade innovin method. There was no allegation of an adverse event. The patient did not receive treatment based on the results from the meters. The patient's warfarin dose was reduced based on the laboratory results. The patient was "fine". The patient's therapeutic range was 2 - 3 inr. The customer saw the qc checkmark. The patient was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The suspect product was requested to be returned for investigation but no strips were available to be returned. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.